Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0z2vd, product type: lead. (B)(4).

Event description:
Additional information was received by a manufacturer representative (rep). It was reported that the patient underwent surgery on (B)(6) 2016 to troubleshoot the high impedances. The implantable neurostimulator (ins) pocket was opened, drained of the clear fluid, and they attempted to suction the fluid out of the cannels of the ins header. Impedances were better but still high so they replaced the ins. Impedances were corrected on the left lead, however they were still high on the right. The extension/lead connection was disconnected and the fluid was suctioned from the connection; impedances remained high. The right lead high impedances were measured as follows: c<(>&<)>8=18,578; c<(>&<)>9=20 ,263; c<(>&<)>10=5,833; c<(>&<)>11=3,838; 8<(>&<)>9=3,858; 8<(>&<)>10=21,824; 8<(>&<)>11=21,824; 9<(>&<)>10=23,825; 9<(>&<)>11=23 ,645; 10<(>&<)>11=9,291. The health care provider (hcp) noted that the insulation on the lead near the extension/lead connection was compromised so the right lead and extension were removed, and right cannel of the ins was plugged. Additional information has been requested regarding the cause and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported impedance measurements were taken and they were over 20,000 ohms. An MRI was needed because the patient may have had a stroke. The implant was on. The patient had fallen (B)(6). Additional information received one week later reported the neurologist had decided to do a CT scan instead of an MRI. No other information was reported.